Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 399.8mcg.day via an implantable pump. It was reported that the patient presented in the healthcare provider¿s clinic with significant swelling at her pump pocket site. The healthcare provider suspected a hematoma so the patient was taken into surgery. Once he opened the pocket, he saw that the fluid was csf (cerebral spinal fluid) and that the catheter had broke. The healthcare provider explanted the entire old catheter and replaced with a new catheter. The environmental, external or patient factors that may have led or contributed to the issue was unknown. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 31-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.